Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient was in the hospital under the care of medical professionals. The patient received two appropriate treatments and a non-lifevest defibrillation. The device was started up at 20:24:31 on (B)(6) 2023. At 14:54:15 on (B)(6) 2023, an arrhythmia was detected. ECG shows vt at 260 bpm with CPR/motion/tactile artifact and electrode lead falloff. At 14:55:25, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt at 240 bpm with CPR/motion/tactile artifact and electrode lead falloff. Post shock rhythm was vt at 210 bpm with CPR/motion/tactile artifact and electrode lead falloff. At 14:55:50, the patient received a non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vt at 250 bpm with CPR/motion/tactile artifact and electrode lead falloff. Post shock rhythm was asystole with CPR/motion/tactile artifact and electrode lead falloff before transitioning to vf with motion/tactile artifact and electrode lead falloff. The non-lifevest defibrillation occurred 25 seconds after the previous lifevest treatment. At 14:56:24, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion/tactile artifact and electrode lead falloff. Post shock rhythm was vt at 250 bpm with CPR/motion/tactile artifact and electrode lead falloff. The device was shut down at 19:43:45 on (B)(6) 2023.